Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare provider reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 676mg/dl. The customer was treated for the high. The customer was unable to troubleshoot at the time of call. The doctor was assisted with checking basal rate programming.